Event description:
The customer reported that during an opcheck, the device failed to deliver a shock at the paddle buttons. There was reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.